Manufacturer narrative:
Health effects codes, updated.

Event description:
Additional information received via email. The issue was discovered while performing preventative maintenance (pm) on (B)(6) 2023. No patient or user harm.

Manufacturer narrative:
Device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have a corroded drain fitting, cracked enclosure, faded line cord with bent prongs, and a circuit board with broken light emitting diodes. The reported issue was confirmed during functional testing when leakage was observed from the rear of the device near the drain fitting. The leakage was traced to cracking in the water tank. The investigation attributed the root cause of this condition to wear from usage. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported the device was leaking. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.